Manufacturer narrative:
(B)(4). For 3 of the 3 reported events, a ge healthcare service representative performed a checkout of the system and confirmed the reported events. The caster was replaced to resolve 2 reported events, the wheel was replaced to resolve 1 reported event.

Event description:
This report summarizes 3 malfunction events. A review of the events indicated that model 1009-9002-000 anesthesia gas machine experienced the caster breaking off the unit causing the unit to tip or fall. These reports were received from various sources. Of the 3 events, 2 did not involve a patient, and 1 did involve a patient. There was no patient information available.